Event description:
Alleged the bed will "pop" out of the brake position when the bed is shaken.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The hill-rom field tech adjusted the casters to repair the bed.